Manufacturer narrative:
Block b3: approximated based on the month (december 2025) provided by sales employee.

Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). A change in patient weight and/or change in ipg depth was considered as a potential contributing factor. As part of the intervention, the ipg was replaced. Postoperatively, the patient was reported to be doing well. The explanted device will not be returned for analysis, as device return is prohibited under hospital policy.